Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. To fix the issue, the fse replaced the hospital cart. The fse then performed all functional and safety tests as per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not switching on and the charging indicator was not on; only the mains indicator appeared on the bulk supply coming from the hospital cart. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.